Event description:
Related manufacturer ref: 3008452825-2022-00044. During an atrial flutter ablation procedure, a prolonged procedure occurred due to an error message received that the catheter had been used. The error message stated, "contact force catheter is intended for single use only". Multiple troubleshooting efforts were attempted, but the issue remained. A second catheter was then attempted to be used, but the same error occurred. The tactisys was exchanged and both of the catheters were able to be used with a second tactisys at the site without issue. The procedure was able to be successfully completed with no adverse consequences to the patient. The original tactisys was retained by the customer as it was functioning as intended on a later date and the issue was suspected to be the catheters.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.